Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during the surgery, the subject device had no output upon pinching the tissue. The bleeding was stopped with a clip and the procedure was completed with no health affect to the patient's health.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial with information inadvertently left out (d4-lot number and g2). And to provide an update to fields (b5, h3, and h4). The device was evaluated by olympus. And no reportable malfunctions were found, that could have led to the reported event. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the reported event occurred, due to the following. The connection between the plug and a cord or a cord and the electrosurgical unit was insufficient. The condition of the bleeding area indicates, that the area possibly contains high moisture content. Therefore, the high frequency current density has decreased. However, a specific root cause of the reported event could not be identified. The event can be detected/prevented, by following the instructions for use, which state: "before use, prepare and inspect the instrument and a cord as instructed below. Should the slightest irregularity be suspected, do not use the instrument or a cord. Use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforation, bleeding, mucous membrane damage or thermal injury. And may result in more severe equipment damage". "Aspirate fluids such as mucus that adhere to the tube and body cavity tissue. Patient injury such as perforation, bleeding, mucous membrane damage and thermal injury of tissue could result if output is activated with these fluids adhering". Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the procedure being performed was for hemostasis. And the procedure was not being done urgently. There was no delay to the procedure.